Event description:
It was reported to the manufacturer that the patient's device was explanted recently, due to redness and irritation at the generator site. It was indicated that an infection pathogen could not be found at the site. The reported event is related to the presence of the vns device. The explanted generator has been returned to the manufacturer for product analysis which is currently pending.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.